Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 3 patients tested for either elecsys hcg test system (hcg) or progesterone on a cobas e 411 immunoassay analyzer. Based on the data provided, the result for 1 patient tested for hcg was erroneous and reported outside of the laboratory where the doctor did not believe the result. The patient is not pregnant. The initial hcg result was 28.46 miu/ml. The repeat result was <0.5 miu/ml. The repeat result was believed to be correct. No adverse event occurred. The hcg reagent lot number was 18912303. The expiration date was 02/28/2018. The field service engineer (fse) visited the customer site and found that the sipper was not staying primed. The fse replaced the pinch tubing and all the black tubing for the measuring cell. Mechanical checks passed.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The customer has not had any further issues.